Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 360 ventilator had an oxygen leak. Patient involvement information was not provided by the customer. Covidi en/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider reconnected the tubes to the oxygen sensor filter and the issue was resolved. The ventilator was tested and checked to be running normally.